Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of loose component - leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It is reported loose connection, causing leak. Verbatim: "new blue clave device loosened intra procedure. IV-line connections tightened and checked prior to draping patient. During procedure noted medications administered through peripheral IV semi effective (act after heparin bolus increased but not as expected. Paralyzing agent administered but did not respond as expected). IV site checked appeared unchanged from insertion. However, noted when flushing drops exiting from around the clave. System was retightened. No further issues throughout procedure."